Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse ran the unit in diagnostic and performance modes, but did not hear any difference in operation in comparison to prior usage. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) operated unusually loud than normal. No patient harm, serious injury or adverse event was reported.